Event description:
The pump was involved in an overinfusion. The pump was programmed to infuse a 1l maintenance IV at 75 ml/hr. The solution bag was empty when the pump was displaying a volume of 580 ml remaining to be infused. The pump was removed from the pt. No medical or surgical intervention was required.